Manufacturer narrative:
The actual returned device was evaluated. The presence of exudate residue along the entire length and within the reservoir indicates that the drain was used before it was slit through the transition section. The evaluation indicates that the complaint sample might have come into contact with a sharp object causing a slit through the transition section of the drain. Conclusion: user error caused event. The package insert states the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound.

Event description:
Customer reported that the blake drain had a cut in it. The customer indicated that it appears the drain may have been nicked by an instrument. No adverse pt consequences were reported.